Manufacturer narrative:
This closes out this report unless add'l significant info is rec'd. Report sent to FDA on 10/23/2009.

Event description:
Pt states that she experienced an increase in vaginal burning about 1/2 hour after intercourse, went to ER, diagnosed and treated for 2nd degree vaginal burns and blister. Was given an unspecified cream to apply.